Manufacturer narrative:
No blank display was noted from the insulin pump. The pump had constant failed battery test after battery installation due to corroded battery tube. The pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test alarm. The pump had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 546 mg/dl and it went up to 585 mg/dl. The customer was not able to get her blood glucose readings down. The customer stated that she was also having issues with the pump and a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to run a self-test. The customer stated that the self-test passed. The customer was advised to monitor the pump.